Event description:
It was reported that a patient's 2800 23 mm aortic valve had become stenotic after an implant duration of over 10 years. The patient underwent a valve in valve transcatheter procedure on (B)(6) 2012 to address the reported event.

Manufacturer narrative:
Device still implanted, no product return. The patient was presented for transcatheter heart valve implantation (tavr) inside the subject valve (valve in valve) and the tavr was successfully performed. Transcatheter valve implantation inside a degenerated bioprosthetic valve ("valve in valve", viv) is a less-invasive alternative approach. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. There are multiple etiologies for bioprosthetic valve stenosis such as calcification, host tissue growth...etc. Without additional information or device return and evaluation, the type of failure cannot be determined or confirmed. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.